Event description:
Initial report: this case was reported by a physician and involves a female pt. In 2006 she had been treated with poly-l-lactic acid (sculptra) for cosmetic procedure. After that treatment (no date was given) the pt developed small palpable, non-visible nodules in the area of the cheek. Corrective treatment included oral cortisone (from time to time, nos) outcome: ongoing.

Manufacturer narrative:
Device qc check performed.